Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the return extension found all internal wires were broken inside the header. This broken wire is consistent with an overstress condition or sudden event the extensions may have been subjected to while still in vivo.

Manufacturer narrative:
The unique device identifier (UDI #) is unknown.

Event description:
Related manufacturer report number 1627487-2021-15743. It was reported that during an elective ipg replacement surgery on (B)(6) 2021, high impedance issue was discovered due to an extension. As a result, the replacement was abandoned and patient was closed. Reportedly, further surgical intervention occurred on (B)(6) 2021 wherein both extensions and ipg were explanted and replaced.